Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a broken sensor wire on (B)(6) 2014. Patient claimed that upon removal of the sensor pod, half of the sensor wire was attached to the sensor pod and half of the wire remained on the abdomen, below the patient's skin. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).